Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. No parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l3-l4 case, there was a skive potential on l3 on the right due to tissue pressure. It was lateral and inferior. The surgeon replaced the screw. There was a 15 minute delay to the procedure. There was no impact on the patient outcome. Additional information received from a manufacturer representative reported that the deviation was 3.5mm or less. The representative asked the physician to extend their incision slightly because the skin tissue was pushing the instrumentation inferior and lateral, but the physician continued. Right l3 had to be replaced freehand.